Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. Further contact was made with the patient on (B)(6) 2017 and the patient reported that they believe the sensor wire was retained because upon removal of the sensor pod, there was no sensor wire present. Additionally, the patient reported signs of inflammation and pain at the insertion site. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.